Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and cine bridge pcb was evaluated and identified as requiring repair. The customer declined to have the service representative repair the device. No further analysis or repair information is available at this time.